Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead; product ID neu_unknown_ext, product type extension; product ID neu_unknown_lead, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that it was ¿impossible to strengthen¿ the setscrew. It was not possible to fix the lead into the connector block. A different implantable neurostimulator (ins) was needed. The issue resolved with replacing the ins. It was mentioned that a new lead was necessary and it was connected with the replacement ins. The patient¿s status at the time of the event was alive and no injury. There were no patient symptoms or complication associated with the event.

Manufacturer narrative:
Analysis of the device, model # 3068, sn (B)(4), found the setscrew to be backed out too far into the tecothane connector, making it difficult to screw back into the connector. The setscrew was able to be tightened to the lead without difficulty after turning the setscrew back into the connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that during explant, the lead was pulled strongly and broke. The lead was discarded. A new lead was implanted and the patient was receiving effective therapy.